Event description:
It was reported that a user contacted support for elevated blood glucose of 186 mg/dl and asked whether they could eat breakfast; the agent advised that the user could proceed with the meal, to announce it as usual, and not to deliver any additional insulin beyond normal use because the ilet would continue dosing to bring glucose down. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no medical intervention beyond routine device use, and no hospitalization. Investigation included complaint intake, review of device use instructions, and user education on proper operation. Investigation of this case revealed no device malfunction or alert activity and confirmed appropriate device behavior with automated dosing expected to correct elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with no evidence of device failure and most consistent with normal glycemic variability managed by the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.